Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported they received the open book image on the insulin pump screen. Insulin pump was exposed of moisture. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2022. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. There are three failures registered in error log, which led to 'open book'. There were two (2) pump error 63 (file ID 522 line ID 546) alarms and pump error 3 (file ID 2002 line ID 1541) alarm on (B)(6) 2022 at 23:27. Per global logic analysis possible hw. Rf chip issue. First error system_hw_error (63) due to triple rf-chip stuck, stuck type was (e_hw_stuck number 0 in enum stuck_type_enum). Register dump analysis confirmed issue that happen hardware error which refers to rf chip. To r1 and r2 was recorded (15 and 4), these values belong to hw_err_rf = 21(15 in hex, //ngp-srs-6744: rf chip error and 4 was value of rfchipstuckcount) due to macros. When value of rfchipstuckcount is more or equal 3 macros (system_hw_error_check1(rfchipstuckcount <= rf_chip_max_stuck_count = 3, hw_err_rf, rfchipstuckcount) ;) the macro will work. Second error system_hw_error (63) due to triple rf-chip stuck, stuck type was (e_hw_stuck number 0 in enum stuck_type_enum). Register dump analysis show that happened error occurred when was setting a high output level on one or more pin(s) (if configured as output(s)). In macros pio_hw_error_check due to this macro to r1was wrote 9 what mean (hw_err_pio = 9,//ngp-srs-5221: pio failure) before this error was check (verify the gpio pin is set correctly) and it pass. Function was h_pio_set was called from h_dvcble_executetransaction function assignment is (performs a communication with ble device) error log dump. The insulin pump was cut open to perform a visual inspection. Moisture damage was found on electrical board 1 and the rf chip. The force sensor zero offset is within specification (22.6 mv). Pump error 3, 63, and critical pump error (open book image) alarms are due to moisture damage on the rf chip (u2) of electrical board 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 3, 63, and critical pump error (open book image) alarms are confirmed due to moisture damage on the rf chip (u2) of electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.